Event description:
During use, the halogen bulb in the light head exploded and broke the glass cover. The hospital reported that an assistant had been injured by a piece of glass in a cheek below the eye. (B)(4).

Manufacturer narrative:
A technician authorized by maquet evaluated the light, replaced the bulb that exploded and the broken glass cover. He verified that the system was functional and that the voltage at the bulb was within the manufacturer's specifications. Maquet has not been informed of any serious injuries to the assistant, nor was able to determine the primary cause of the event. If additional information becomes available, a follow up report will be submitted. (B)(4). Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.